Event description:
It was reported after placement of the sheath in the patient, prior to flushing, the physician noticed that air was aspirated. An alternative device was used to complete the procedure with no complications.

Manufacturer narrative:
The returned introducer was received with a confirmed leak at the valve caused by a puncture hole in the top and bottom halves of the two part seal system. The hole was made by a sharp object that was consistent with the size and shape of a needle. Review of the device history report confirmed this lot met manufacturing requirements prior to shipment. Date report submitted to FDA by manufacturer: 06/25/2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.